Event description:
It was reported that a guidewire coating detachment occurred. A 035/145/3mm (b/5) amplatz super stiff guide wire was selected to be used in a common bile duct dilation procedure. When the physician withdrew the guidewire from the patient, he noticed that the part of the blue coating was twisted and worn off. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was further reported that no portion detached inside the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).